Manufacturer narrative:
Due to a system issue this report is being submitted as a follow-up to MDR #2954323-2018-02381. The device mfg date is unknown. No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor kits within expiration at the time of complaint was reviewed, specifically relating to the adhesive patch, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported the customer's (a child) adc freestyle libre sensor detached after 3 day of wear. It was further reported that on (B)(6), the child experienced feeling "weakness" and his mother gave him "sugar and water". No further treatment was required. There was no report of death or permanent injury associated with this event.